Event description:
Pt went to the bathroom in the morning and when finished she noticed that her chemo tubing was disconnected from her PICC line, notified nurse right away. Pt was standing in the room holding her IV tubing with chemo disconnected from the spiros connection, while the spiros connection was still hooked up with the PICC line. Noted to have small spill in the form of drops on the floor of her room.